Event description:
Applied medical gelport laparoscopic system. The gelport hand access port sprang a leak releasing the gas used to inflate the abdomen. A large incision was needed to finish the procedure. Dates of use: 2008. Diagnosis or reason for use: laparoscopic system.